Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a kinked cannula, which led to elevated blood glucose levels on (B)(6) 2026. The patient received treatment with correction injection via multiple daily injections (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress